Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading, and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Caller had no backup insulin therapy available and planned to contact healthcare provider, while technical support educated caller on waiting for app prompts before changing cartridges, provided instructions for storage mode and return process, confirmed warranty and shipping details, and arranged shipment of replacement pump.